Manufacturer narrative:
Valve was received in st. Jude medical heart valve div fer analysis lab in sterilization pouch, within small bubble-packed envelope, in dry state. Sewing cuff was off-white in color, and contained small amount of dark brown substance, which appeared to be dried blood. Both leaflets exhibited normal mobility. Carbon surfaces of valve were covered in dried, granular substance. Pathologist stated that at time of his examination, leaflets exhibited normal functioning. Thin portion of translucent, colorless, relatively tough materail was observed on external portion of one of pivot guards. This material was microscopically determined to be mature, nearly accellular, fibrous tissue. Pathologist concluded that this valve appeared functionally normal. Chip was observed on outflow rim of orifice, below recessed pivot area #2. This chip was most likely caused at explant. Results fo pulse duplicator testing indicated valve had no abnormal operation. Flow and pressue traces indicated valve operated satisfactorily, without leaflet or hydrodynamic malfunctions. Functional leakage testing was performed, and valve met all of st. Jude medical's specifications. Leaflet and orifice dimensions were inspected and verified to be within st. Jude medical's specifications. Conclusion; results of this investigation indicated cause of paravalvular leak was not due to intrinsic valve defect. This was supported by #2's statement, as well as by testing results. Rather, paravalvular leak was most likely due to sutures had come loose around valve, as indicated by operative report.

Event description:
On 12/22/1993, dr #1 implanted a 21 mm aortic st. Jude medical mechanical heart valve hemodynamic plus series (model 21 ahp-105. Approximetely 3 1/3 years postoperatively, the pt developed congestive heart failure, with sysmptoms of shortness of breath and fatigue. A transesophagel echocardiogram (tee) was performed on 6/12/1997, which indicated mild paravalvular leak in posterior margin of aortic valve. No obvious endocarditic vegtations were observed. On 8/28/1997, dr. #2 at another hosp explanted this valve due to paravalvular leak. At explant, dr. #2 noted that there was "nothing wrong with the valve", and there were no signs of thrombus formation. According to operative report, dated 8/29/1997, intraoperatively, it was noted that sutures primarily along area of noncoronary leaflet and anteriorly toward supraseptal region of this valve were "loose", and the valve was observed to "rock a little bit". There was area of aortic annulus which was observed to be frail and friable, which "may have accounted for reason that valve did not hold tight, initially". Another manufacturer's posthetic heart valve was then implanted, and pt's postoperative health status was reported as stable.